Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had been exhibiting a gradual increase in high out of range shock impedance measurement, measuring greater than 150 ohms in the right ventricular (rv). The plan is to bring the patient into the clinic to perform integrity testing. The pacing impedance measurement is stable and in range. No adverse patient effects were reported. This device remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had been exhibiting a gradual increase in high out of range shock impedance measurement, measuring greater than 150 ohms in the right ventricular (rv). The plan is to bring the patient into the clinic to perform integrity testing. The pacing impedance measurement is stable and in range. Data was reviewed and the shock impedance out of range was confirmed. The current data shows device never delivering a shock. Boston scientific technical services recommended troubleshooting options to exclude mechanical issues or lead impairment. No adverse patient effects were reported. This device remains in-service.